Event description:
Terumo received the following reported information: following a left heart cath, the tr band was inflated with 15-18ml's of air; however, fifteen minutes later, the tr band lost air. The device was reinflated; however, deflation occurred. Location of the leak was unknown. A new tr band was applied and hemostasis was achieved. Blood loss was less than 250cc. No equipment or other devices were used with the tr band.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.